Event description:
It was reported that prior to starting a da vinci s surgical procedure the maryland dissector instrument coating was noted to be peeled off. Device was not used on the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument main tube insulation appeared to have scratches and gouge marks, with materials removed at the distal end. The evidence was inconclusive, but the damage was likely caused by excess force contact on the main tube surface. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.